Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 15mm x 3.00mm nc quantum apex balloon catheter was advanced for dilation. However, during fourth inflation at 20 atmospheres, the balloon ruptured. The device was removed smoothly and completed the procedure with another of same device. There were no patient complications reported.